Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case upper corners of display window and cracked battery tube threads noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 560 mg/dl at the time of incident. The customer's blood glucose was 356 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they felt chest and back pain. The insulin pump will be returned for analysis.